Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed in (B)(6) 2014. According to the complainant, the stent was placed to treat a large lesion in the distal esophagus due to esophageal cancer. Reportedly, the patient's anatomy was not tortuous. Sometime following the stent placement (exact date unknown), the physician noted that the stent had migrated into the stomach. An egd with stent removal procedure was performed on (B)(6) 2014; however, the stent was unable to be removed. According to the physician, the stent remains implanted because the stricture could not be dilated large enough to allow for stent removal. Another wallflex esophageal stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.